Manufacturer narrative:
An event of heart block after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient had pre-procedure rhythm right bundle branch block, bradycardia and first degree atrioventricular block, and that the valve was implanted at a 4mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported av block. Based on all available information, the root cause for the heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was chosen for a transcatheter aortic valve replacement (tavr). Patient had right bundle branch block (rbbb), bradycardia, and first degree atrioventricular block (avb). The 27mm navitor was successfully implanted. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 4mm. After the procedure, patient had longer pr interval than pre-procedure. On next day, a permanent pacemaker was placed. The patient was discharged.